Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, experienced issues logging into the pyxis devices with her ad credentials. She had reset her windows password twice, waited the required hour, and then attempted to log in, but both attempts were unsuccessful. The second time she reset her password, she created one without special characters, but this also did not resolve the issue. The case was requested to be assigned to christopher sheaf at bd. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, experienced issues logging into the pyxis devices with her ad credentials. She had reset her windows password twice, waited the required hour, and then attempted to log in, but both attempts were unsuccessful. The second time she reset her password, she created one without special characters, but this also did not resolve the issue. The case was requested to be assigned to christopher sheaf at bd. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.